Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 190 mg/dl, 23 mg/dl and 178 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Only the reading of 178 mg/dl was found in meter memory. (B)(4).

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.